Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that the patient was on impella cp support and during support, there was a hematoma at the access site. The hematoma caused the device to explant across the aortic valve. The device was explanted.

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the cause of the bleeding issue most likely was patient condition related due to coagulation disorder since the patient had disseminated intravascular coagulation (dic). Positioning issues: the cause of the positioning issue was not determined due to insufficient clinical details.